Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported an unexpected outcome for a patient following an intraocular lens (iol) implant procedure. The lens did not correct for the astigmatism. Additional information has been requested.